Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer while attempting to prime the insulin squirted out, and also the drive support cap was sticking out, but the customer did push back in. The customer's blood glucose was 440mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.